Manufacturer narrative:
Data safety monitoring board adjudication results were received for this incident and indicated, this adverse event was not related to the amplatzer septal occluder that was implanted.

Event description:
In 2008, the patient was successfully implanted with a 14mm amplatzer septal occluder in conjunction with the post market study. In 2009, the patient experienced a stroke. No treatment was provided and resolved. According to the source documentation, a previous history of stroke and tia was noted. An MRI performed the following month, confirms no acute or subacute infarction was detected and no significant interval changes from 2008. We are currently waiting data safety monitoring board adjudication results for this event as well as further information from the investigator at the clinical trial site. Should additional information become available, a supplemental file will be submitted.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since the device remains implanted.

Event description:
"He was told the licox number was very low on 3-4 patients. Fio2 challenge was done and it was determined that the probes were not accurate." No patient injury occurred as a result of this event. Additional clinical information was requested from the reporting facility.